Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at (B)(4) joules. Add'l info reported by the customer was there were no error codes displayed on the console when the event occurred. The pt did not experience any harm as a result of the incident. The user did not experience any injury from use of the system. The pt went home with no complications.